Event description:
The patient reported that they needed an MRI to diagnose headaches. The patient noted that the headaches were not related to their device however, the device was implanted for headaches. The leads were in an occipital placement. The patient noted that their device stopped working a couple of months after it was implanted and it stopped helping their headaches. Their headaches got worse. The patient had not used their device for a few years prior to the report and had not been charging their device. The patient had one of their leads removed during a different peripheral nerve surgery and the doctor removed the lead since the patient was not using their device. The doctor did not have time to remove the other lead at that point. The patient was implanted for occipital neuralgia.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. It was reported that the steps taken to resolve the headaches/lack of therapy were extensive prescriptions, vitamins, chiropractics, acupuncture, diets, natural remedies, herbs, oils, massage, hormones, and peripheral nerve ablation. The headaches/lack of therapy had not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.